Manufacturer narrative:
A1: patient identifier: canine patient a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: canine patient a6: race: canine patient d4: UDI: not applicable d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: registered veterinary nurse (rvn) the actual device was not returned for evaluation, however the customer provided video footage of the actual sample. It was observed that the IV catheter is damaged and did not fit completely on the cannula. Traces of blood were also observed on the sample. The retention samples were visually confirmed free from a crack, pinhole, scratch, bent, or dent on the catheter tube. The retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test. Results were all passed against our specification of >7.845n. The catheter tube is made up of radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. We received a total of twenty-three (23) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. As stated in the complaint details, the IV catheter was broken during placement where the catheter became lodged in the vein, and it was hard to pull out. Possibly, the catheter breakage occurred during the manipulation of the IV catheter to find a better angle to advance in the vein, especially when not hitting the vein or if there is no flashback. This condition may result in re-insertion thereby hitting the catheter tube which may eventually result in breakage. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We also have 2 stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes. Terumo medical products (tmp) (importer) registration no. (B)(4). Is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the registered veterinary nurse placed an IV catheter into the dog's cephalic vein where it somehow got lodged subcutaneously in the leg and was hard to pull out. When it came out there was a large portion of the plastic missing from the stylet. Later, the vet had to cut into the dogs' leg to surgically retrieve the missing plastic and suture it back up. The event occurred intra-operative. Additional information was received on 31 may 2023: the IV was not kept in situ; it was placed where it would not advance into the vein and then upon removing it was when it broke off into the patient's leg. The plastic was in the leg for less than two (2) hours until it was surgically removed at the same time as the castration procedure, which was decided that the plastic was in the subcutaneous tissue after x-raying the leg. The dog has not had any further complications so far.